Event description:
It was reported that device diagnostics resulted in high impedance. The patient was referred for surgery. No known surgical interventions have been performed to date.

Event description:
Follow-up information was received indicating the generator was unable to be interrogated.

Manufacturer narrative:
Adverse event or product problem, corrected data: the field for ¿adverse event¿ was inadvertently not marked on follow-up report #1. Outcomes attributed to adverse event, corrected data: the field for ¿required intervention to prevent permanent impairment/damage¿ was inadvertently not marked on follow-up report #1. Describe event or problem, corrected data: some information was inadvertently not provided on follow-up report #1. (B)(4).

Event description:
Clinic notes were received stating the patient has been experiencing an increase in seizures.

Event description:
Full revision surgery occurred. The impedance at surgery was noted to be high. The explant facility does not return device to the manufacturer.